Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluating the device, physio observed that the unit would give a constant "connect electrodes" message. As a result, the device would not be able to detect a patient load was connected and defibrillation would not be possible.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was a cracked (and therefore electrically open) filter, designator fl29.